Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer claimed that the device lost audio sound. There was no patient involved.

Manufacturer narrative:
H10: the customer was shipped a 453564304191 (assy,open frame computer,19in,refurb.) In order to resolve the issue.a good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.